Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and there was an o-ring on the pneumatic tap that caused the occlusion. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.